Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead also exhibited high impedances.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds one day post implant. The lead was explanted and replaced.